Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a csf leak and headache following the trial procedure. A blood patch was to be performed. The patient's trial leads were pulled out at the scheduled trial end date. Follow-up identified the blood patch was not done, and the patient's headache has completely resolved.